Event description:
It was reported that "the tip of the tab had a gap as circle". Although the instrument was used intraoperatively, no patient injury was reported.

Manufacturer narrative:
Device evaluation: the tap was returned for evaluation. Visual and optical examination confirmed the tap was splayed. The splay or trumpeting effect was indicative of off-axis use.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.